Manufacturer narrative:
Initial review of the system management (smbus) data revealed the battery to be permanently disabled by its safety monitor due to a cell over-voltage (cov) condition. Investigation testing determined the battery was unable to establish smbus communication and exhibited a permanent fault. This confirmed the customer-reported issue of a defective battery. The root cause for the battery's cov fault cannot be conclusively determined. Syncardia has a corrective and preventive action (CAPA) for the inability of the user to detect when a freedom onboard battery is disabled. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4760 follow-up report 1

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it would not prevent the driver from performing its life-sustaining functions. Patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom onboard battery would not charge.